Event description:
This spontaneous report was received on (B)(6)-2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, dentotape, for dental cleaning (route-dental, lot number 0516b, frequency and expiration date unspecified). After an unspecified duration, while cutting the floss the cutter part popped out of container. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, dentotape, for dental cleaning (route-dental, lot number 0516b, frequency and expiration date unspecified). After an unspecified duration, while cutting the floss the cutter part popped out of container. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Information received on (B)(4) 2012 was processed with additional information received on (B)(4) 2012. The case has been reassessed as reportable based upon new information received on (B)(4) 2012. The lot number was updated from 0516b to 0516d. A review of data associated with this complaint revealed no adverse trends and no trend involving lot number 0516d. Sample for reach johnson and johnson floss, dentotape 45yd, lot 0516d was received open and used. Sample presented broken insert the part where the cutter was placed detached from the rest of the insert component. Device history records reviewed noted no non-conformances or deviations related to this complaint. Records review did not indicate the product presented defects during production inspections and components used were appropriate. Records for cutter-insert assembly reviewed noted no non-conformances or deviations related to this complaint. Review of investigation documentation did not show that indicated product failed to meet specifications. The dental floss cutter dislodging from the dispenser initiated on (B)(4) 2011 was on-going to improve the components of insert and dispenser. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.